Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure as the hub/collar separated and the shield broke off during use. The following information was provided by the initial reporter. The customer stated: "the safety shield that comes with the needle when activated, is detaching or breaking and leaves the needle exposed, leading to high risk of incidents."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure as the hub/collar separated and the shield broke off during use. The following information was provided by the initial reporter. The customer stated: "the safety shield that comes with the needle when activated, is detaching or breaking and leaves the needle exposed, leading to high risk of incidents."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-05-05. H.6. Investigation summary: bd received 3 samples and 3 photos for investigation. The photos were reviewed however they do not show needle point integrity or defective locking mechanism issues. They only show eclipse shelf packs and an unused eclipse needle with its shields intact. The samples were evaluated by visual examination for damaged IV points and no defects were observed. The samples were also subjected to a flour test for insufficient lube coverage, as well as a functional test for the eclipse shield and the indicated failure modes for needle point causing painful venipuncture and defective locking mechanism with the incident lot were not observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing, undergoing the same check for damaged needle tips, flour test for insufficient lube coverage, and functional test for eclipse shield activation, and the issues of needle point causing painful venipuncture and defective locking mechanism were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes needle point causing painful venipuncture and defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure as the hub/collar separated and the shield broke off during use. The following information was provided by the initial reporter. The customer stated: "the safety shield that comes with the needle when activated, is detaching or breaking and leaves the needle exposed, leading to high risk of incidents."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 2022-07-27. H.6. Investigation summary: the device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 3 customer photos and 3 physical samples were received for review and analysis. The reported defect codes cannot be confirmed based on the photos and physical samples received, as the photos and samples do not confirm the reported issue of defective locking mechanism (dlm) or needle point integrity (npi), as there were no defects observed. Therefore, this complaint cannot be confirmed based on the photo analysis or customer samples testing results. 20 retain samples were selected and subjected to a visual inspection for damaged IV point, with no defects being observed. In addition, 20 retain samples were selected and subjected to a flour test for insufficient lube coverage, with no defects being observed. In addition, 20 retain samples were selected and subjected to a visual functional activation test for defective locking mechanism (dlm). All samples passed testing with no evidence of dlm. Therefore, this complaint cannot be confirmed based on retain sample testing results. Based on the retain sample testing and investigation results, bd is unable to confirm/duplicate the customer¿s reported failure modes of poor needle point integrity, painful venipuncture or dlm. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.